Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The high voltage cable and connectors were cleaned and regreased. The generator battery pack was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.